Manufacturer narrative:
G2 inadvertently not checked in initial report.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list: 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list: 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). This MDR is being submitted in alignment with the requirements in the letter of authorization of the alinity m sars-cov-2 eua: (B)(4), section IV, condition g that abbott molecular will report to FDA any suspected occurrence of false positive or false negative results and significant deviations from the established performance characteristics of the product of which we become aware. This MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list :9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list: 9n79-96) sold in the united states. Ticket does not reference a us list: 9n79-96 lot number. The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1, 3005248192-2022-00744 follow up report 1, 3005248192-2022-00765 follow up report 1 , 3005248192-2022-00796 follow up report 1, 3005248192-2022-01095.

Event description:
Customer reported false positive resp-4-plex flub result run on (B)(6) 2022. The same sample generated a negative result with two different alternative methods. Sample was not intended for patient management but was run during sample validation. This incident is being reported to FDA because the incident occurred in finland using the alinity m resp-4-plex assay, list number: 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number: 9n79-96, which received FDA eua approval.